Manufacturer narrative:
On site investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) who was able to reproduce the reported issue and replaced the right mtm. System was tested and verified ready for use. The unit was returned and evaluated by the failure analysis team. The right mtm was programmed; however, failed on initialization thus confirming the reported failure. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although, no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the right master tool manipulator (mtm) kept faulting with a non-recoverable fault. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The technical support engineer (tse) had the site power cycle the main breaker on the console; however, the system still faulted after cycling the power. The tse had the site connect a second console from another system and the system powered up and homed with no errors. The site completed the procedure with the second console. There was no patient injury reported.